Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The broken blade measures approximately 0.492". Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the harmonic ace instrument broke after 5 minutes of use. The fragment was retrieved during the operation. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for 5 minutes prior to the breakage. The surgeon was using the instrument to cut tissue and noticed issues with the functionality of the instrument prior to the issue. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. All fragment(s) were retrieved with other instruments during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident.